Event description:
It was reported that the customer received an incomplete bolus alert as they had not completed a bolus request. The customer then experienced an elevated blood glucose (bg) level over 600 mg/dl and ketones that were identified as dangerous by a healthcare provider. The customer administered a bolus via the pump to address the bg and additionally went to the emergency room receiving intravenous fluids and a manual injection. The customer continued to use the pump for insulin therapy. Tandem technical support educated the customer on the meaning of an incomplete bolus alert.